Event description:
As reported by user facility: one (1) unannounced sample from batch j4b676, s5904-52 was received along with samples from manufacture complaint report (B)(4) for a report of particulate matter in the bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample from batch j4b676 was received for evaluation. The ports had been accessed and the sample drained. Visual inspection of the returned unit revealed a dark particulate matter. The particle was placed in the fourier transform infrared spectroscopy (ftir) for analysis. The result was: particle 1: measured 785 m, and was identified as adhesive, clay and other inorganic material. The eds spectrum showed the presence of carbon (c), oxygen (o), magnesium (mg), aluminum (al), silicon (si), sulphur (s), chlorine (cl), potassium (k), calcium (ca), titanium (ti), iron (fe) and copper (cu). Based on the investigation, the particle identified did not originate from the b. Braun manufacturing process. B. Braun has control processes in place for pm inspections. The container assembly process includes a pm aql inspection that occurs every 2 hours. The packing process includes a 100% pm inspection and a pm reject rate as well as a pm aql. Per the product batch records the reject rate and aqls were acceptable. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. The batch record was reviewed, and the batch met and passed all release criteria and tests. Visual inspection on twenty (20) retained units showed no particulate matter was observed in any of the retained units. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.